Manufacturer narrative:
Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient was hospitalized due to hyperglycemia. Blood glucose before event was 400 mg/dl. Patient also report little bit of blood in the infusion set tubing. During hospitalization, the patient received fluids of saline and, insulin, as corrective treatment which resolved the issue. Patient was release from the hospital on (B)(6) 2024.